Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. The main board and the knob-control were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service completed label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when an external pulse generator (epg) is used for a patient in this facility, a nurse inspects the product¿s operation every 3 hours. When the reported device was used, a nurse performed an inspection and found that the power had been turned off, so a medical engineer was called upon to address this issue. Based on the situation, it is believed that neither the patient nor healthcare professionals turned off the power, so this case was reported. Reportedly, the same incident occurred in the past (details unknown). The patient had own pulse, and the event caused no adverse effects to the patient. The epg was returned for servicing. No patient complications have been reported as a result of this event.